Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump quit working and had blank display. No harm requiring medical intervention was reported. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. The insulin pump will not be returned for analysis.